Event description:
The event involved a microclave¿ clear neutral connector which was reported to have leaked during flush. The leak is between the safestep and the microclave connector; the site is ok. The product is connected to the access device, a bd safestep needle. There was no unexpected or prolonged care happened and invasive procedure is not provided or not applicable. There was patient involvement, however, harm was not reported as a consequence of this event. This report reflects four of four.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. Additional contact information: (B)(6).

Manufacturer narrative:
No product sample was received for investigation a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. Device history review was performed and no non conformities were found that would have led the reported complaint.